Event description:
A customer reported that the units of measuement of their freestyle flash blood glucose monitor changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory ovewrite malfunction. Customers and retailers have been informed.